Event description:
It was reported that the stimulation was shutting off sporadically and was impeding patients daily activities by causing a sharp pain in the thoracic spine. It was also noted that the remote control could not connect to the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.